Manufacturer narrative:
Reported event: an event regarding packaging damage involving simplex bone cement was reported. The event was confirmed through visual inspection of the provided photographs. Method & results: product evaluation and results: no product was returned for evaluation; however, three black and white photographs of poor quality were provided for review. One of the photographs shows the 10 pack unit carton. The 10 pack is opened and there is damage visible on the side and end of the 10 pack. The other 2 photographs shows a single unit carton which is opened. Clinician review: not performed as there was no patient involvement. Product history review: indicated all ten packs were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the bone cement arrived to the facility damaged. It was also reported that there was an odour coming from the box. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product may have been damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A ten pack of simplex p with tobramycin arrived to the facility damaged. The outer shipping box was not damaged. The customer stated that there was an odor coming from the box before it was opened. The customer disposed of the product due to the odor. Update 25/january/2019: a single ten-pack had odor emanating from it as stated above. The entire single ten pack was disposed of. No visible liquid damage was reported by the receiving facility. Amount and type of packing material unknown.